Manufacturer narrative:
The customer had no further issues after the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer (fse) found an issue with the sample probe, and replaced it. Precision testing was performed. The customer ran calibration and qc with acceptable results.

Event description:
The initial reporter complained of discrepant results for 3 patient samples tested for ise indirect na, k, ci for gen.2 on a cobas 8000 ise module. Patient 1 initial na result was 166 mmol/l, initial k result was 5.5 mmol/l and initial cl result was 81 mmol/l. The repeat na was 135 mmol/l, repeat k was 4.5 mmol/l and repeat cl was 103 mmol/l. Patient 2 initial na result was 154 mmol/l and initial cl result was 91 mmol/l. The repeat na was 140 mmol/l and repeat cl was 102 mmol/l. Patient 3 initial na result was 150 mmol/l. The repeat was 138 mmol/l. The initial results for all 3 patients were reported outside of the laboratory. The na electrode lot number was c44 with an expiration date of 07-mar-2021. The k electrode lot number was k54 with an expiration date of 29-mar-2021. The cl electrode lot number was t46 with an expiration date of 01-feb-2021.